Manufacturer narrative:
Product analysis: the analysis was partially confirmed the customer comment of the programmer would not turn on completely and would turn off during the start-up process. The programmer was slow switching between applications. No issue was encountered during the start up sequence, no system errors were found in the log file. It was also determined at analysis that the stylus did not work correctly the cursor arrow did not react on the screen. The xy board for the display was faulty. The paper drawer was nearly empty. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at times the programmer would not turn on completely and would turn off during the start up process it would freeze right after being turned on and the screen would not respond to touch. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.